Manufacturer narrative:
The exact date of the event is unknown. The provided event date (B)(6) 2019 was chosen as a best estimate based on the date that the manufacturer became aware of the event. Explant date: (B)(6) 2019. Model number/ catalog number: sc-8336-50, serial number: (B)(4), batch/ lot number: 7045534, model/ catalog description: coveredge 32 surgical lead kit 50 cm. The explanted devices were not returned to bsn as they were kept by the medical facility.

Event description:
A report was received that the patient was experiencing inadequate stimulation and irritating sensation that kept the patient from certain motions. The patient underwent an explant procedure and was doing well postoperatively.